Event description:
It was reported that the customer had a motor error on the insulin pump. False motor error was explained to the customer. No blood glucose was recorded as insulin pump had been returned to the hospital. Customer was not present at time of call. Customer was not hospitalized. Health care professional requested replacement to be delivered to hospital. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was stuck in motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed functional tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads.